Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation confirmed that gel was leaking from the front therapy electrode. The electrode belt's ECG acquisition and pulse delivery circuitry was fully functional. The root cause for the leaking gel was physical abuse to the therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had and irritation under the front te pad due to a gel leak. The patient described the irritation as a rash. The patient's physician advised the patient to remove the device due to the irritation. The patient's skin irritation improved after the electrode belt was replaced.